Event description:
It was reported that the customer lost consciousness while on a plane and had to be treated by a doctor. The customer was subsequently hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 200 mg/dl at the time of the event. The customer's spouse stated that a problem with the infusion set may have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.